Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Based on the results of the investigation, root cause is likely misuse. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. OEM (original equipment manufacturer) review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, the probable cause of the issue could be due to use handling issue/misuse issue. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. Upon initial inspection of the device photos provided, the customers complaint is confirmed, and the laser fibers were broken within the scope. Further inspection revealed the proximal end of the device appears to be intact. If additional information is provided and/or completion of investigation activities; a supplemental report will be filed.

Event description:
It was reported a 200 micron tfl single use fiber was used during an unknown procedure. The user reports a laser fiber broke while the physician was inserting the fiber into the scope. As reported, the physician noted the fiber was protruding out of the front of the scope. The physician was able to remove the device with the broken fiber inside the scope. No portion of the device was left in the patient and no harm/impact was reported.

Event description:
Updates on event description: the issue occurred during a urs (ureteroscopy) procedure for stone. The procedure was completed with the same device. There was a delay, but not specific in the use of the fiber. The procedure was more difficult than expected. The fiber was retrieved by hand. The retrieved fiber was measured and it had the same length as it should have had. The current condition of the patient is okay. Patient demographics are not provided. The device was inspected prior to use and there were no abnormalities found. No other information is available.

Manufacturer narrative:
This supplemental report is being submitted to provide customer response and updates.